Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: reflow solder on c116, c117 and c118 on logic board for check IV error 240.4150 alarm - error codes / messages. This error is usually caused by a failure in the pressure sensor. After confirming with the service technician about this repair not having a pressure sensor, it was stated that the pressure sensor was not the problem in this case and that the problem was due to the logic board. A review of the device history record showed the device had a manufacture date of 31july2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to failure of the logic board. A review of the complaint history record in trackwise and sap was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 240.4150 for check IV set. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for sn (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 31july2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device "check IV set displayed. Error code 240.4150". There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device "check IV set displayed. Error code 240.4150". There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device "check IV set displayed. Error code 240.4150". There was no patient involvement.